Manufacturer narrative:
Additional information. The initial reporter indicated that the device was not available to be returned for evaluation, and although requested a lot number for the device was also not available. Therefore, a product evaluation and a review of the device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors such as loading or handling techniques, or procedural factors might have contributed to the event. The haptic was most likely bent/broken by the advancing process of the plunger. It is essential to manage the haptic toward the optic while loading, and to apply enough viscoelastic prior to injection. These two steps ensure reduced friction at the inserter tip, facilitating optimal delivery of the iol with reduced stress on the haptics. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A supplement report will be submitted upon completion of the investigation.

Event description:
The intraocular lens (iol) haptic was broken off during insertion. The incision was enlarged to remove the lens intraoperatively, and to insert a different lens of the same model and power. No other procedural complications were experienced. The orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The serial number is unknown as the box and inserter were discarded. The patient has recovered. Additional information has been requested, but has not been received.